Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. The treatment was not reported. At the time of the report, the patient outcome was not reported. Action with dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the cause of the previously reported peritonitis event was due to a breach in aseptic technique. The breach in aseptic technique was further described as the patient¿s error ¿hand wash¿. On an unreported date, the patient was treated with unspecified antibiotics (no further details) which were discontinued 19 days after event onset. The same day the patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.